Event description:
Customer reported in 2008, that a female was undergoing a CT of the abdomen/pelvis with optiray 320 contrast to rule out ovarian cancer. The protocol selected was 1.4 ml/sec for a total volume of 125 ml and a psi of 300. He reported that the needle backed out of the vein and the pt had a small extravasation at the IV site. The pt told the staff that she felt a little warm and dizzy for a short period of time. The pt infiltration site was first treated with a cold compress followed with a warm compress. The pt was observed for two hours and released from the hospital. He reported that the pt received only 100 ml of the contrast and there was still 25 ml in the injector when they stopped the injector. The pt procedure will need to be repeated since this resulted in a non-diagnostic study.

Manufacturer narrative:
The liebel flarsheim field service engineer service report fse checked the unit and found pressure limiting exceeded the allowable tolerance of + or - 25 psi. The 300 psi injection limited at 375. The fse re-calibrated the pressure per service manual 800961, chapter 5, and retested finding the pressure limit within the 25 psi tolerance. A 300 psi injection now limits at 320.